Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies, battery is still above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was revealed that the pacemaker had reached elective replacement indicator (eri). The physician alleged premature battery depletion. No intervention was performed. Patient was stable throughout.